Manufacturer narrative:
Upon receipt, the distal fragment (including the lead tip and rv shock coil) was received for analysis. The proximal fragment (including the yoke and connector pins) was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The lead fragment displayed extraction damages like a stretched body and rv shock coil. However, on the available lead fragment, no damages could be found that could be clearly related to the clinical observation. Should additional information or diagnostic images become available, the investigation will be updated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to inappropriate shocks. Patient presented to the ER with 8 shocks due to noise on the rv lead. Should additional information become available, it will be added to this file.